Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. No details provide; troubleshooting not completed due to reporter unable/unwilling. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, pump boots to the verify screen with audible& vibratory features. A 24 hrs duration test was successfully completed with no eaw¿s. No alarms related to complaint in alarm history. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the complaint.